Event description:
It was reported that during a treatment procedure of the kidney, a radiopaque (ro) marker fell off. While using the accustick to puncture the kidney, the radiopaque marker fell off the device and was in the kidney/ureter. The physician attempted to snare the marker, but was unsuccessful. The pt was scheduled for surgery for the following day; the radiopaque marker was retrieved successfully with no harm to the pt.

Manufacturer narrative:
The investigation confirmed the customer complaint. The accustick ii kit nitinol was received in original pouch with label in a ziploc bag. Blood residue observed on device indicates that it has been used. A visual inspection of the device found the ro marker has separated from the sheath. The ro was returned. The ro marker is intact, it did not break and allow it to separate from the sheath. A close inspection of the sheath revealed the indentation marks from where the ro marker is swaged onto the sheath. This indicates, the ro marker was properly positioned on the sheath during manufacturing, but does not prove that the ro band was properly swaged. Scrap marks were observed distal of the ro marker location, these marks were created as the ro marker was pulled off of the sheath. Slight damage to the tip of the outer sheath was found. Damage to the sheath tip is normal for a used device. The root cause of this complaint is a manufacturing error. The swaging machine dies were found to have worn over time, reducing the amount the ro marker was compressed during assembly. The worn dies were replaced and pull testing of the ro markers demonstrated the ro marker strength was restored. A review of the device history record revealed that this lot was manufactured during a period addressed by corrective action when die wear to the swaging equipment had occurred and resulted in the ro bands not being as securely attached to the sheath of the device.